Event description:
Ous MDR - after an implantation time of about 2 months, oversensing with inappropriate shock deliveries were reported. No deterioration of the patient's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.